Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens of a -5.0/1.0/170 (sphere/cylinder/axis) into the patient's eye. The lens was removed due to wrong length.